Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 250-300 mg/dl and insulin injections were used to address the bg level. The customer reported that when the type of infusion set was changed the occlusions started. After troubleshooting with the customer, tandem technical support found the pump to be operating as expected.